Event description:
Rptr noted that following a software upgrade they had four posterior capsule tears out of 25 cases over three days with two surgeons. Units have been used since without problem. This pt required a "tppv" because fragments fell into the posterior segment.